Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital with signs of thrombus. The hospital staff also noted that the patient experienced power loss to the system controller. It was later reported on (B)(6) 2015, that the patient was experiencing dark urine and his lactate dehydrogenase was in the 1800''s. The patient was administered IV heparin; however, his ldh¿s did not decrease. On (B)(6) 2015, the patient¿s pump was exchanged due to hemolysis.

Manufacturer narrative:
Approximate age of device ¿ 5 years and 8 months. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the intermacs registry indicating: the patient presented to ed (B)(6) 2015 for (B)(6) urine and "not feeling well" x 2 days, pump numbers (B)(4). In the ed pt was found to have hematuria and elevated ldh of 2338. Inr was therapeutic at 2.5. A heparin infusion was started heparin infusion 25,000 units at 1000units/hr. The ldh only trended down to the 1,500's and the decision was made to exchange the pump. Additional information was also provided: did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: hemolysis. Thrombus event: intravenous anticoagulation. Malfunction component: pump; pump body. Device malfunction: yes. Patient outcome: exchanged. Device malfunction causative factor: no cause identified.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. The report of suspected thrombus could not be confirmed, and no device related issues were identified during the evaluation of the pump. The pump was returned assembled with the percutaneous lead cut approximately 6 inches from the pump housing and the distal portion of the lead was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however, the remainder of the outflow conduit (outflow graft and outflow graft bend relief) was not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of adhered depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Two system controllers were also returned for evaluation. The system controllers were functionally tested and it was determined that the system controllers functioned as intended during analysis even while supported independently by either power lead. The retrieved log files revealed multiple low voltage advisory alarms occurring on both system controllers, which were active due to the battery fuel gauge (rsoc) signal levels on the power lead. The recorded voltage levels associated with the low battery (voltage) advisory alarms can be indicative of operation on a depleted 14 volt li-ion battery. No device related issues were identified during this investigation. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.